Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(6). No problem or issues were identified during the device history record review. Four (4) pictures were attached and reviewed. Picture one; shows the top of a box for the tracheostomy tube with insertion and removal dates written. Picture two; shows an open tray of a tracheostomy tube with label information. Picture three; shows the side label of a box for tracheostomy tube with product information. Picture four ; shows a tracheostomy tube with its obturator. No sign of failure reported. Per the attached pictures, the complaint cannot be confirmed. Functional testing could not be performed as no product was returned for analysis. No root cause could be determined, no action taken.

Event description:
It was reported, that there was a respiratory issue. Tube inserted on (B)(6) 2022 and removed on (B)(6) 2022. Same patient as complaint files (B)(6). No patient injury reported.